Event description:
The physician was attempting to treat a lesion using an in.pact pacific paclitaxel-eluting balloon catheter. During an attempt to inflate the balloon at the lesion site, the physician noted that the balloon did not inflate fully. A waist was noted in the balloon. There were no adverse events associated with this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunction.

Manufacturer narrative:
Results root cause unknown, no device returned. No results available since no evaluation performed. Device or procedural images not provided for review. Conclusion: root cause unknown. Unable to confirm complaint device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturing facility for evaluation. Visual and tactile inspections were performed: the balloon was found unfolded while no traces of radiopaque liquid or clotted blood were found inside the inflation lumen or guide wire lumen. It was possible to easily insert the 0,018¿¿ guide wire without any resistance. A purging procedure was executed and no issues were found. The balloon was inflated slowly until nominal pressure (7 bar). No particular torsion of the balloon were noted during inflation and no issues (no wrinkles) were noted on the surface of the balloon. The profile and the surface of the balloon were analyzed using a microscope, but no evidence of failure were noted. (B)(4).